Event description:
It was reported the accurate volume did not infuse. Per report "under presser only a small bolus infused". This was similarly on small and adult size patients. There was patient involvement, however it is unknown if there was patient impact. Additional information received: the customer states "this event occurred in 2017 and was an anecdotal historical experience from a pediatric provider while practicing at a different facility." No other information is known or provided.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had low battery or system error message display while powering on and off automatically was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.